Event description:
The multifocal intraocular lens was removed and replaced with a monofocal due to the pt's intolerance of the halos she was experiencing.

Manufacturer narrative:
Half of a lens was received with haptics intact. Halos are a known and labeled possible side effect of multifocal lens implantation. Iol met all manufacturing specifications prior to release.